Event description:
Procedure type: lap chole. Patient sex: unk. Reportedly, after retracting the device from the patient, the clear plastic end of the visiport fell off outside the surgical cavity. This caused no delay or major changes to the procedure. A new device was opened. No patient injury was reported.